Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right atrial lead exhibited a high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.